Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals produced while the patient brushed their teeth. Technical services (ts) was consulted and discussed stored data as well as programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.